Event description:
A malfunction related to a pump was reported by the customer, with the specific error code being 16-0x20e6. There was no available information about any adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.